Manufacturer narrative:
A siemens rsc specialist and cse were dispatched to the customer site. After evaluating the instrument, they determined that there was dust under the wash 1 block. They also observed traces where liquid had evaporated on the cuvette position under the ring cover. They performed precision testing and a carryover protocol using random patient samples, which were acceptable. A siemens cse revisited the customer site and replaced the reagent probe and ran quality controls, which were acceptable. The cause of the discordant, falsely elevated tni-ultra results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). While a siemens regional support center (rsc) specialist and a siemens customer service engineer (cse) were at the customer site to perform troubleshooting, they determined that there was an additional discordant, falsely elevated tni-ultra result on a patient sample. This sample was repeated twice on the same instrument, resulting lower both times. It is unknown which results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.

Manufacturer narrative:
The initial MDR 2432235-2016-00774 was filed on december 19, 2016. Additional information (11/29/2016): while a siemens customer service engineer (cse) and regional support center (rsc) specialist were at the customer site, they replaced the wash blocks and waste peripump segments and covers. They installed the uninterrupted power supply (ups) to prevent possible power surges that may affect the results. They also installed test definition which contains updated rinse dispense times, expected to improve tni-ultra performance. They discussed the sample preparation and advised the customer to follow proper sample handling procedures. They performed precision testing, which was acceptable. The cause of the discordant, falsely elevated tni-ultra results on three patient samples is unknown.